Event description:
As reported by the user facility: a nurse tried to autoprogram a new bag of epinephrine 4 mg/250 ml into pump (B)(6). After sending the details and pressing "ok" to accept the order, the device triggered alarm 2042. The nurse then turned off that pump and switched to a new pump, (B)(6), which was displayed on the bbraun landing screen. However, when attempting to autoprogram the same 4 mg/250 ml bag of epinephrine, the nurse encountered the same alarm 2042. Ultimately, the nurse removed the pump, powered it down, and took it to the command center.

Manufacturer narrative:
This report has been identified as b.braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned to b. Braun in carrollton, tx for evaluation. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. During the evaluation, three attempts were made to simulate the infusion which took place on (B)(6) 2025 at 8:09am of 103.8ml/hr (dl: norepine; dose rate 0.28mcg/kg/hr; weight 98.9kg) with corresponding vtbi changes as identified from review of the device history logs. During the testing we were unable to reproduce device alarm 2042. The device was sent for preventive maintenance under service (B)(4). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: a nurse tried to autoprogram a new bag of epinephrine 4 mg/250 ml into pump 942766. After sending the details and pressing "ok" to accept the order, the device triggered alarm 2042. The nurse then turned off that pump and switched to a new pump, 724013, which was displayed on the bbraun landing screen. However, when attempting to autoprogram the same 4 mg/250 ml bag of epinephrine, the nurse encountered the same alarm 2042. Ultimately, the nurse removed the pump, powered it down, and took it to the command center.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.